Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the lights on the motor drive unit started flashing, then the unit stopped operating. A second unit from another hospital was used to complete the case with no adverse pt consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.